Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging the needles were missing from her onetouch delica lancets. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2012 at 12pm. The patient manages her diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to her usual diabetes management routine; however, stated she took less food and/ or drink. An hour after the alleged issue, the patient claims she felt symptoms of shaky, nausea and blurred vision. The patient denied receiving medical treatment. The alleged issue was not resolved at the time of troubleshooting. This complaint is being reported because the patient allegedly developed symptoms suggestive of a serious injury after not being able to test due missing lancet needles.